Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash erythematous ("red rashes"), skin depigmentation ("my skin became depigmentating") and skin discolouration ("my arm is now discolored"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, rash erythematous, skin depigmentation and skin discolouration outcome was unknown. The reporter considered medical device removal, rash erythematous, skin depigmentation and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: skin became depigmentation, my arm is now discolored, red rashes, I got it removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash erythematous ("red rashes"), skin depigmentation ("my skin became depigmentating"), skin discolouration ("my arm is now discolored"), postoperative wound infection ("incision got infected"), incision site pain ("incision hurt like hell") and postoperative wound complication ("my incision got ripped open"). The patient was treated with hydrogen peroxide (peroxide) and surgery (essure removed). Essure was removed in (B)(6)2016. At the time of the report, the medical device removal, rash erythematous, skin depigmentation, skin discolouration, incision site pain and postoperative wound complication outcome was unknown and the postoperative wound infection had resolved. The reporter considered incision site pain, medical device removal, postoperative wound complication, postoperative wound infection, rash erythematous, skin depigmentation and skin discolouration to be related to essure. The reporter commented: my incision got ripped open. It got infected, a stich didn't dissolve and I used peroxide on it and it healed up good. Concerning the injuries reported in this case, the following were reported via social media: skin became depigmentation, my arm is now discolored, red rashes, I got it removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events "infected incision', 'incision site pain' and 'postoperative wound complication nos' were added. New reporter was added. Peroxide was added as treatment drug. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash erythematous ("red rashes"), skin depigmentation ("my skin became depigmentation") and skin discolouration ("my arm is now discolored"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, rash erythematous, skin depigmentation and skin discolouration outcome was unknown. The reporter considered medical device removal, rash erythematous, skin depigmentation and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: skin became depigmentation, my arm is now discolored, red rashes, I got it removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.